Event description:
The lab tech reported that during lab eval for complaint, MDR #1828100-2014-00325, a visual review of the power manager pod found diode, d-30 to have overheated. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the lab eval, the power manager printed circuit board assembly (pcba) passed all testing, but was found to have an open d-30 (tvs diode) on the 5 vdc regulator output circuitry. Further functional eval/testing could not produce any functional defects of the power manager pod. The board proved to switch between a/c and d/c. The trigger point to drop from overcharge to float mode and the audio warning on d/c all worked as expected during testing. Engineering consultation provided confidence that the open diode is unrelated to the reported complaint (see MDR #1828100-2014-00325) and is likely an isolated occurrence. It is unk how this damage occurred on the power manager pod originally occurred, however, the board will need to be replaced. The product will be sent to service to be brought to MFR's specs before being returned to the customer. No add'l action will be taken at this time.